Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that distal locking screw on short gamma nail was missed. The normal gamma 3 targeter for short nail was used. The surgeon had disconnected the targeter and the became aware that the distal locking screw was not in the nail. Surgeon then attempted to free hand the distal screw and then put the guide back on without success. The surgeon then decided to leave the nail in without the distal interlock screw.